Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was a heavy leak at the hose clamp on the heat exchanger. Additional malfunction was leaking at the tie wraps. Repair statement also indicates that pilot valve was loose.